Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the cannula wasn't properly inserted and that the cannula was bent. The customer activated the pod on (B)(6) 2014 at 10 pm and when she woke up in the morning of (B)(6) 2014, she was noticed that insulin was present on the adhesive and was running down her stomach, and that her blood glucose was 339 mg/dl.